Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. No text or graphics would display on the touchscreen, although the screen was illuminated by the back light. Customer's blood glucose was 245 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.